Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tct75 instrument did not fire (the stapler locked). Another instrument was used to complete the case. There was no consequence to the pt.